Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The pump was received with a cracked case behind the pump near the battery tube compartment. No crack at the reservoir compartment noted during visual inspection. The pump passed the displacement test. The p-cap locks properly into the reservoir compartment; however, a dent and cracked retainer was noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay and a scratched case. Retainer ring damage (a dent and cracked retainer) was confirmed. Cosmetic damage at the reservoir compartment was not confirmed, however, other cosmetic damage was noted. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1885 was requested and customer response was the device will be returned.